Manufacturer narrative:
Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with shakiness and numbness of the right hand in addition to difficulty using the right hand and speaking. A cerebrovascular accident (cva) was suspected and a computerized tomography (CT) revealed development of a left inferior frontal middle cerebral artery infarct along with chronic small vessel disease and age-appropriate volume loss. No acute intracranial hemorrhage was noted and the patient's symptoms resolved quickly. Of note, it was reported that the patient's lisinopril had previously been stopped due to maintain the patient's international normalized ratio (inr) and blood pressure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of aphasia and right sided weakness due to a suspected transient ischemic attack (tia). Of note, the patient's reported medical history indicated the patient has a history of ischemic cardiomyopathy. Possible factors that may have led to this event include, but are not limited, to the stopping of the patient¿s lisinopril, a cerebrovascular accident, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and/or and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5076-45, non-defib lead implanted on (B)(6) 2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a suspected cerebrovascular accident (cva). The patient reportedly had shakiness of the right hand and some numbness as well as difficulty speaking for about 30 seconds. The patient later had difficulty using the right hand. Computerized tomography (CT) showed interval development of a left inferior frontal middle cerebral artery infarct. There is also a similar pattern of mild to moderate chronic small vessel disease and age-appropriate volume loss. No acute intracranial hemorrhage was noted and the patient's symptoms resolved quickly. The patient's international normalized ratio (inr) is therapeutic range is being maintained and their blood pressure is being monitored. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.